Manufacturer narrative:
The reported event of high pacing lead impedance and high voltage lead impedance measurement were confirmed upon review of the device data. The device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The anomaly observed in the field could not be reproduced.

Event description:
It was reported that during an implant procedure that the implantable cardioverter defibrillator (ICD) exhibited with high pacing impedance, high defibrillation impedance, and loss of capture. The ICD was not used and the physician elected to complete the procedure with a different ICD. The patient condition was stable.